Manufacturer narrative:
At this time no conclusions can be made to the extent of which the bard/davol sepramesh ip (device #2) may have caused or contributed to the reported event. The cause of the patient's postoperative complications cannot be determined. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. H11: this is an addendum to the initial emdr to document a correction to the date of event field. No date of event was provided by the patient's attorney. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip on (B)(6) 2011 (device #1) and (B)(6) 2011 (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made to the extent of which the bard/davol sepramesh ip (device #2) may have caused or contributed to the reported event. The cause of the patient's postoperative complications cannot be determined. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #1). Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip on (B)(6) 2011 (device #1) and (B)(6) 2011 (device #2). It is also alleged by patient attorney that on (B)(6) 2018, the patient had unspecified injuries. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."